Event description:
It was reported that the force bipolar instrument was defective. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the issue occurred most likely during the procedure and probably used another instrument. There was no incident reported and probably safe to say that the patient was not injured. The instrument was inspected prior to being used. No site cleaning of the instrument changed recently, and no images or photos were available for isi to review. No further information was able to be provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting defective instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip tip, causing side-to-side misalignment of the grips. A piece of approximately 0.072" was found to be broken off. The broken piece was not returned. The conductor wire was found to be still attached to the broken grip tip. The complaint regarding the defective instrument was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. The probable root cause of a broken grip tip is attributed to either device design or use conditions. Regarding device design, fragments can result as retention of the metal injection molding (mim) to the overmold (om) is insufficient. Regarding use, damage to the force bipolar instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, mishandling the instrument causing collisions, and misusing the instrument. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.